Event description:
Per the clinic, the patient experienced skin breakdown and an infection which was subsequently treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve and a skin revision surgery was performed on (B)(6) 2021. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery.

Manufacturer narrative:
This report is submitted on december 27, 2021.

Manufacturer narrative:
This report is submitted on november 15, 2023.